Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-01602. This report is being submitted as additional information. Approximate age of device ¿ 2 days. Direct correlation between heartmate 3 lvas and the reported event could not be conclusively established through this evaluation. The heartmate 3 lvas instructions for use (IFU) lists hepatic dysfunction and neurological events (not stroke-related) as adverse events that may be associated with the use of heartmate 3 lvas. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event. Device not returned.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was responsive to commands after the implant procedure on (B)(6) 2018, however, it was reported that the patient was unresponsive to commands on (B)(6) 2018. On (B)(6) 2018, the patient was still not following commands, but was awake and agitated. The patient's creatinine had risen, then plateaued. Diuresis was initiated. The patient's liver function tests continued to rise, and was being attributed to shock. No further information was provided.